Manufacturer narrative:
The reported issue that there was a volume accuracy problem could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the february 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿volume accuracy problem¿. Based on the crb review and the limited information provided no further investigation actions will be performed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
Per vanessa's law compliance, health canada's medical devices online database recently uploaded reports that they received since june 2020. It was reported that an alaris pcunit, syringe pump module, and auto ID module were involved in an unspecified "health effect medical device problem." The event description provided was "f26 - no health consequences or impacte2401 - insufficient informationa140304 - volume accuracy problema26 - insufficient informationb01 - testing of actual/suspected deviceb17 - device not returnedc20 - no findings availablec21 - results pending completion of investigationd14 - no problem detectedd15 - cause not established." No additional information was provided, and no contact information or products were provided.

Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Per (B)(6) law compliance, health (B)(6) medical devices online database recently uploaded reports that they received since june 2020. It was reported that an alaris pcunit, syringe pump module, and auto ID module were involved in an unspecified "health effect medical device problem." The event description provided was "f26 - no health consequences or impact e2401 - insufficient information a140304 - volume accuracy problem a26 - insufficient information b01 - testing of actual/suspected device b17 - device not returned c20 - no findings available c21 - results pending completion of investigation d14 - no problem detected d15 - cause not established." No additional information was provided, and no contact information or products were provided.